Event description:
It was reported that premature battery depletion was observed. Device could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed premature battery depletion. With a replacement battery, the device passed all test specifications and normal current was observed. The original battery was sent to its manufacturer for evaluation. No anomalies were found. The cause of premature battery depletion could not be determined.